Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was scheduled for generator and lead explant due to an infection. The surgeon's office reported that the patient returned for post implant follow-up on (B)(6) 2015 at which time the incision looked good. The patient returned on (B)(6) 2015 and the generator incision was redness. It was reported that the patient was on antibiotics and the incision was drying. The surgeon prescribed more antibiotics at that time. The patient was again seen on (B)(6) 2016 at which time the infection was noted and it appeared that the skin was breaking down. The patient then underwent generator and lead explant on (B)(6) 2016. It was reported that the pathology report showed no growth; however, the patient had been on antibiotics. Review of device manufacturing records for both the generator and lead confirmed sterilization prior to distribution. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported on (B)(6) 2016 that the patient had the remaining portions of the leads taken out on (B)(6) 2016 due to discharge at the neck site.